Event description:
It was reported the colonovideoscope had problems related to reprocessing due to a seed back in the channel. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Updated: b5, h3, h4, h6, h11. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the reported ¿seeds¿/foreign material in the channel issue could not be identified and a definitive root cause of the issue could not be determined, as there was no deformation observed that might result in the retention of foreign material and no additional facility device reprocessing information was reported or available, however, inspection of the device did confirm failure/inability to pass through a cleaning brush. The issues may be detected/prevented by following the instructions for use sections below: chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Chapter 5, reprocessing the endoscope, of the instruction manual gif/cf/pcf-190 series reprocessing manual. Olympus will continue to monitor field performance for this device.

Event description:
The customer additionally reported that a ¿water channel blocked¿ error message was received during reprocessing.